Manufacturer narrative:
The actual device has not been rec'd for eval. Eval results are pending analysis of the product.

Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 4 blade that is cracked at the tip near the camera.